Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device malfunction: plunger did not lock into place. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the plunger did not lock into place and the sheath did not split. The physician cut the sheath to attempt to insert a wire through the device to keep vessel access, but was unsuccessful. The device was removed and hemostasis was achieved using manual compression. There were no adverse patient effects reported. Though requested, no additional information was available.